Event description:
The customer reported the equipment display does not turn on. There was no pt involvement.

Manufacturer narrative:
Pr# (B)(4): a f/u report will be submitted upon completion of the investigation.